Event description:
Recently, the facility received a field safety notice two days after the date of the notice regarding two issues with the microtek medical surgical drapes. These two issues include a cloudy/waxy appearance to the drape and potential tears to the system drapes. These drapes are used with the da vinci standard s, and si surgical systems. The concern is that manufacturer is requiring the facility to physically open each sterile package to inspect the drapes prior to use. The manufacturer will not accept return of the drapes unless the sterile package is opened and the drape is inspected. This situation leaves patients potentially at risk as all of current stock could be impacted and the ability to quickly get replacement stock could be impeded. FDA has been made aware of the impacted lot numbers via correspondence provided by the manufacturer.